Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: update: received complaint sample device. Examination of the submitted device confirmed the threaded tip has broken off the shaft. The root cause of the broken tip is attributed to the instrument being levered side to side during attempts to remove tibial rod trial. No corrective action at this time. Based on the determination of user technique as a contributing factor, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. A search of the complaint database found previous reports of pfc stem trial extract threaded tip breakage during extraction. Previous investigations identified evidence of the 865226 pfc stem trial extract being levered side to side which resulted in the breakage. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Threaded end of inserter handle broke while trying to remove trial stem from patient.